Event description:
It was reported that during preparation, the fiber exploded with a spark after confirming the settings to ready. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber was received in two pieces, a fiber body break was observed. Microscopic inspection found the fiber tip was good and the connector with no defects. Functional inspection was performed and the console read; fiber may not be used anymore. Please connect new fiber. Code 1101. The labeling review was performed and found that the product instructions for use (IFU) states, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing.

Event description:
It was reported that during preparation, the fiber exploded with a spark after confirming the settings to ready. The procedure was completed with another device. There were no patient complications reported.